Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, both the acrobat-I stabilizer and acrobat-I positioner failed to provide sufficient suction. Replacement devices were used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A suction/vacuum strength test was performed per instructions of the vacuum leak test, using a calibrated vacuum weight and calibrated pressure gauge. The device passed the vacuum leak test, good vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device and the results of the investigation the reported complaint was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, both the acrobat-I stabilizer and acrobat-I positioner failed to provide sufficient suction. Replacement devices were used to complete the procedure. The hospital did not report any patient effects.